Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was a few months ago the pt had a fall managing to knock of a few contacts on their leads. It was the main lead with the program that they used. So their manufacturing representative (rep)  rep switched the pt to another lead and did testing on the lead. The lead did not work well for the pt so they wanted the pt to get an x-ray so they could tell what contacts were knocked off. Pt had met with the rep who did testing and everything since the device was not working very well, that was when the rep noticed the pt had 2 sensors get knocked off from their lead. Pt just got new health insurance and pt was trying to follow up and get it finished. Pt was trying to contact their rep since they had trouble with the stim. Additional information was reported that the rep had ran an impedance check in office on may 19th and the patient had two electrodes with high impedance. The rep reprogrammed around it. The patient reached out to the rep again on july 13th because the patient had lost electricity for 4 days. Additional information was reported that the patient was getting effective therapy after the reprogramming. The rep was not aware of the x-ray or results. The rep is not sure why the patient used knocked off. The rep thinks the patient meant that the impedance was off, and the rep reprogrammed around it. The rep assumed the reprogramming worked because the patient was looking for a new doctor and did not ask for reprogramming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.